Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 9 years due to calcification. Per the op report, patient presented with severe prosthetic valve stenosis. The valve was noted to be densely calcified and fixed. The device was replaced with a new edwards bioprosthetic valve. Patient was weaned from cardiopulmonary bypass without difficulty. No immediate complications were noted.